Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by resetting the pump prior to contacting support, and no further action was needed.